Event description:
Catheter was placed in august 2004. Device was later noted to have separated at the hub. Separated segment had migrated beyond a range of immediate retrieval. One pt is stable, the separated segment will be surgically removed.